Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on (B)(6), 2026, at 12:50 p.m., a PICC catheter was placed in the patient¿s left upper arm at the bedside and properly secured. The purpose of the placement was to provide nutritional support due to poor vascular access and malnutrition. On (B)(6), the patient self removed the PICC catheter. The nurse discovered that the removed catheter was incomplete, with a portion of the broken end remaining inside the blood vessel. The nurse immediately reported this to the physician, applied a dressing, and notified the family. The physician arranged for CT and ultrasound examinations. At 7:45 pm, a superior vena cava angiography and fm removal procedure was performed under local anesthesia. No further information was provided.